Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was duplicated. Investigation found the issue to be caused by a third party battery. It was recommended the customer replace the battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.